Event description:
Cons with known latex allergy put 2 bandaids on belly button, noticed itching within mins, two hrs later, she removed bandaids and had red blisters under the bandaids. Used epi pen. Developed beginning sign of throat closing and sob. Contacted hcp by phone. Tx with an increased dose of her daily prednisone. Symptoms abated.

Manufacturer narrative:
Device records evaluated, no trends identified. This MDR is being submitted based on an internal audit of our MDR process. The case was reevaluated and determined to have been reportable. This report is considered closed unless add'l relevant info is rec'd. Corrected error in MFR report number. Changed from 2243656-2001-00001 to 2243656-2007-00001.